Manufacturer narrative:
On 10 february 2017 the medical affairs director performed a clinical evaluation and commented as follows: femoral fracture 2 years after primary cementless tha. The primary stem was implanted in varus position and undersized; the reasons for this situation must lie in a problem encountered during primary surgery, but no information was supplied. We cannot determine that the varus positioning was the cause for the fracture, but there is no indication that a faulty device caused the problems. Batch review performed on (B)(6) 2017. Lot 145429: (B)(4) items manufactured and released on (B)(6) 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision surgery 25 months after primary was necessary due to distal lateral fracture. Stem and head were replaced. The surgeon stated this is not an implant issue: the stem was implanted too much in varus at primary and this is the reason for the fracture.